Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a high blood glucose (bg) level; bg value was not known. Reportedly, it was alleged that the customer did not get enough or any insulin. Customer was treated with insulin to address the elevated bg. Customer was discharged the next day in stable condition. The customer reverted to manual injections for insulin therapy. No additional information was provided.

Manufacturer narrative:
Additional information was received on october 5th, 2023, stating that the customer experienced cartridge change errors with multiple cartridges during the load sequence. The customer's blood glucose (bg) increased while repeatedly dealing with the cartridge change errors. Reportedly, the customer had switched to manual injections as their form of insulin therapy, but the customer continued experiencing an elevated bg of 504-540. An ambulance was called, and the customer was subsequently hospitalized. At the hospital, the customer was treated with intravenous fluids. The patient did not observe any issues with the cartridges, infusion sets, or insulin at the time of the event. B1 h6: added 1384. Removed 2993.